Event description:
The treating physician reported a number of patients treated for lasik vision correction presented with over-corrections and induced cylinder post-op. Several attempts have been made to obtain additional information and patient details from the doctor and the clinic; however; this information has not been provided.

Manufacturer narrative:
(B)(4). An amo field service technician examined the system and all parameters were found to be within specification for the device.